Manufacturer narrative:
Ge service representative performed an onsite investigation. The cine drive disk and cables were replaced. The system was then found to be operating at intended.

Event description:
The customer reported a cine drive not available error message and the loss of cine functionality. There is no report of pt injury.